Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the company representative that the customer had wasted 3 quick sets on his second set change. Customer stated that he had a hard time loading the serter. Customer also mentioned multiple air bubbles in the reservoir. Customer declined a transfer to the helpline.